Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one photo of a primary set, model 2426-0500, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's top fitment was disconnected from the silicon tubing pump segment. No other defects were observed. The customer's complaint that the tubing had disconnected at the top connection was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: however, since no physical sample was received, a full investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown. It was reported that tubing had disconnected at the top connection. Verbatim: last friday, we were in the middle of a sedation case and the alaris pump was alarming air. At some point, our dirn opened up the door to check the tubing and she found the tubing had disconnected at the top connection yikes!! Unfortunately, the package and tubing was not kept, but they did take a picture of the tubing, which is the good news. I have to say in all my years working with the alaris pump I have never seen this happen. This is a huge safety concern on many levels. Again, really sorry that we did not have the packaging and tubing.